Event description:
Medtronic received information that this bioprosthetic transcatheter valve, implanted over 2 years, exhibited stent fractures (3) on fluoroscopy. No intervention has been performed. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4). Evaluation method: other = device history reviewed. Results: other = device history review found the product met specifications when released for distribution. Conclusion: other = cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
(B)(4).

Event description:
Medtronic received information that this bioprosthetic transcatheter valve, implanted over 2 years, exhibited stent fractures (3) on fluoroscopy. No intervention was performed at that time. Additional information was received that 45 months post implant the valve was misshaped with decreased hemodynamic function and a gradient of >40mmhg. A valve intervention was performed and another melody valve was implanted. No adverse patient effects have been reported. Additional information has been requested.